Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228511141); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had difficulty opening. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max d diameter of 5mm and a 5mm neck diameter. The landing zone was 2.9mm distally and 3.1mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 6mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the stent was well attached to the wall. It was reported that the patient had a 5 mm wide neck aneurysm with dissection in the clinoid segment of the left internal carotid artery, treated with a ped-300-30. The catheter was normally hydrated, and the marksman access system was in place. The pipeline was opening and pushing out at the horizontal end of the blood vessel, and there was difficulty opening the tip end. They were waiting for opening, trying to retrieve it once and then opening it, but the wire mesh at the tip end was in abnormal conditions, being rough and tangled. For the patient's postoperative safety, a new ped and marksman were used, and they were implanted to complete the surgery. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to open was the mesh wire at the tip end of the stent was tangled and fluffy. The pipeline failed to open in the distal section. Additional steps were attepted to oepn the pipeline but it did not succeed. Marksman had no issue but was withdrawn overall due to stent issue.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex was returned within the marksman catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the tip coil was deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from marksman catheter with difficulty. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.